Event description:
During removal of the plate, three screws were blocked on the plate. The standard removal procedure could not be performed. A dedicated drill bit was used to remove the head of the screws and the reamer tube was used to remove the shaft of the screws. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510 (k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.